Manufacturer narrative:
Pump was received with broken off the end cap, missing motor support disk, missing end cap sticker, broken motor flex cable and cracked case at display window corner.

Event description:
It was reported that the customer damaged his insulin pump. The customer's blood glucose was 187 mg/dl. The customer stated that he was on the roof when the insulin pump fell and landed on the driveway. Troubleshooting was done. The customer stated that the battery cap was missing and that the plastic casing and the battery compartment of the insulin pump was damaged. The customer further stated that the plastic piece that covered the arrows was missing as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.